Event description:
Patient came into office for increased chf symptoms, unable to interrogate biv ICD (which was on battery advisory from stj), I tried 3 different st. Jude programmers and moved the patient to a different room and was unable to interrogate ICD, the physician felt that the patient was not protected and admitted the patient to the hospital for a generator change. Model unity quadra 3249-40q, sn (B)(4). Patient had chf symptoms for a few weeks now with increased dyspnea, ascites, weight gain and dyspnea.